Event description:
It was reported that when the patient plugged their mobile power unit (mpu) into their alternating current (ac) outlet, there was a time of about 20 minutes where it wasn't receiving any power. The mpu did not have any lights on that would indicate a power source. The issue resolved after 20 minutes and has not had any repeat issues. At the time of this event the patient was not connected to their mobile power unit and no alarms occurred. It was noted that the house's electricity was on at the time and they tried multiple outlets. The power cords were checked and ensured that they were all plugged in firmly. The patient's mpu did not have a locking cord on the ac plug in. Log files captured multiple low power hazard alarms while connected to the mpu. These events did not last long enough to cause a no external power alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not receiving power for about 20 minutes was not confirmed . The log file spanned approximately 10 days (05sep2022 to 15sep2022 per the timestamp). There was an incidental finding of a no external power alarm that activated on 07sep2022 at 11:00 and then on 09sep2022 at 07:57 due to rsoc and bus voltage diminishing to ~3.5v with a loss of ac power while the device as connected to mobile power unit. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit, serial (B)(4), was not returned for analysis. The device did not show any led indicator that would indicate a power. The v-lock power cord was checked and was plugged firmly. The mpu was not removed from service. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.